Event description:
It was reported to philips that the system was unable to fully boot. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.